Event description:
Medtronic received info that the pt implanted with the bioprosthetic valve, implanted 3 days, died due to a myocardial infarction (mi). It was reported that doctor did not feel this was a valve related death.

Manufacturer narrative:
(B)(4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: other: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, a piece of papillary muscle tissue, attached to a suture, was received with the valve. Part of the native mitral annulus remained attached to the sewing ring with several pledgets intact adjacent to the right cusp on the outflow. All leaflets were intact. Friable tissue, consistent with post-mortem clotting was noted on the inflow of all cusps. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The cause of death was attributed to myocardial infarction. The physician did not feel the death was related to the valve, and there were no allegations against the valve or its function.